Event description:
A customer reported that the t: slim x2 pump battery would not charge properly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.